Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator began to smoke when plugged in. The patient unplugged the communicator. A company representative advised the patient for a communicator replacement. The communicator is no longer in service. No adverse patient effects were reported.